Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" alarm message. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that the "primary alarm failed" did not occur in the repair center, and there was no occurrence record of the alarm in the event log either. No further actions were performed by philips regarding the reported issue.